Manufacturer narrative:
Corrections have been made to b1 (report type), b2 (outcomes attribute to adverse event), b6 (date of evaluation), d9 (device available for evaluation), h3 (device evaluated by manufacturer) and h6 (impact code & medical device problem code). This report is submitted on july 05, 2021.

Manufacturer narrative:
This report is submitted on 06 april 2021.

Event description:
Per the clinic, the patient was a non-user and has requested for implant to be reactivated. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device.